Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. A clip was partially loaded incorrectly into the jaws of the device. The indicator clip was in the next position of the channel. First, the partially loaded clip was manually removed , and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The indicator clip was fired indicating that no more clips were remaining in the channel. The sample was disassembled to inspect the internal components. The proximal end of the bridge was cracked , and the proximal end of the feeder was slightly bent. It could not be determined what caused these damages to the device. The sample was received with only the partially loaded clip remaining, indicating that 14 clips were fired by the end user. Since there were no clips remaining for testing, the reported complaint issue could not be confirmed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the reported complaint issue. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "clips loaded in closed condition" was not confirmed based upon the sample received. One device was returned with a clip partially loaded incorrectly into the jaws of the device. The indicator clip was in the next position of the channel indicating that no more clips were remaining in the channel. The sample was disassembled to inspect the internal components. The proximal end of the bridge was cracked , and the proximal end of the feeder was slightly bent. It could not be determined what caused these damages to the device. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that these damages were present at the time of manufacturing. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Since there were no clips remaining for testing, the reported complaint issue could not be confirmed , and a probable cause could not be determined.

Event description:
It was reported that during an operation a clip was loaded in closed condition. The user tried to load outside the patient's body several times, which resulted in the same occurrence. Therefore, the device was replaced with a new one. However, the same issue occurred to other two devices. A clip fell but was retrieved; no clip remained in the patient.

Manufacturer narrative:
(B)(4). The device history review for the product auto end o5 ml lot #73c1900030 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during an operation a clip was loaded in closed condition. The user tried to load outside the patient's body several times, which resulted in the same occurrence. Therefore, the device was replaced with a new one. However, the same issue occurred to other two devices. A clip fell but was retrieved; no clip remained in the patient.